Manufacturer narrative:
The axium coil was not returned for analysis; therefore, no definitive conclusion can be drawn regarding the clinical observation. However, the device is pending return. Upon receipt of the device a supplemental report will be filed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during coiling treatment of a small subarachnoid hemorrhage (sah) caused by the rupture of a cerebral aneurysm, the second implant coil would not detach with the instant detacher and detached inside the microcatheter as it was removed from the patient. Prior to the event, the first coil was used and implanted successfully. Then the physician attempted to implant the second coil (the reported device) and at that point, the event occurred. Since this was an sah case, the physician decided to retrieve the coil without attempting to detach it with manual detachment method (breaking hypotube method; an alternative method presented in the instruction for use) for fear of the causing this coil to stretch. After removing the device, only the delivery pusher was seen without the implant coil. It was confirmed under fluoroscopy that the implant coil had detached inside the microcatheter during the removal attempt. Then the microcatheter was removed with the coil inside it and collected. A new microcatheter was inserted and the procedure was completed using a new coil from another manufacturer. No patient injury was reported.

Manufacturer narrative:
The axium prime coil was returned for evaluation inside of a cardboard shipping box and within a ziploc bag. The instant detacher was not returned for evaluation as it was discarded. The contents of the ziploc bag contained the axium prime pushwire within a plastic bag. During evaluation, the axium prime coil was removed from the plastic bag. The tack weld replacement (twr) crimps were found to be broken. The pushwire was found to be intact distal to the break indicator at the manual detachment location (via hypotube). The axium prime coil was returned without the introducer sheath. The axium prime pushwire was found to be bent at approximately 139.7cm from the proximal end. Under the microscope, the coin was not found to be located against the lumen stop and the shield coil was found to be damaged. Per the reported event description, the implant coil detached from the pushwire and remained in the microcatheter; however, the microcatheter was not returned for evaluation. During evaluation, the pushwire was intentionally broken distal to the break indicator at the manual detachment location and the release wire was pulled out from the hypotube from the broken location for evaluation of the coin. The coin was measured in 3 locations, and was found to be within specifications. Specification dimensions for the coin are: @ 0.063mm: 0.063mm-0.089mm; @ 0.127mm: 0.075mm-0.105mm; @ 0.275mm: 0.086mm-0.108mm. Measured 0.077mm @ 0.063mm; measured 0.097mm @ 0.127mm; measured 0.095mm @ 0.275mm. The outer jacket was then removed. The inner diameter of the lumen stop and the inner diameter of the retainer ring were found to be visually acceptable. The lumen stop inner diameter (ID) was measured per (B)(4) and found to be within specification. Specification dimension for the lumen stop inner fit ID is 0.00220" minimum, and for the lumen stop inner fit ID is 0.0024" maximum. The lumen stop inner diameter (ID) was measured to be 0.00256". The retainer ring inner diameter (ID) was measured and found to be within specification. Specification dimension for the retainer ring inner diameter = 0.00455"+/- 0.00010 ". It was measured 0.00453". Analysis findings for this event include evidence that the twr crimps were likely broken with the use of the instant detacher. The cause for the failure of the implant coil to detach from the pushwire could not be determined. It is likely that the implant coil detached from the pushwire due to the coin being pulled back from the lumen stop. If information is provided in the future, a supplemental report will be issued.